Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent ("crimped") cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data no available omnipod software app version: data no available operating system: data no available hardware: data no available cgm sensor type: data no available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing hyperglycemia and stated that their blood glucose level was 357 mg/dl, which increased to 379 mg/dl approximately 30 minutes later and subsequently appeared to be decreasing after receiving an injection at their doctor¿s office. The patient stated that they were awaiting a call to obtain additional insulin. The patient reported that the pod was secure on their body; however, the cannula did not insert correctly into the skin and became ¿crimped,¿ resulting in lack of insulin delivery. The patient did not provide the exact date or time the pod was applied or when the insertion failure occurred. Medical attention consisted of an insulin injection administered at a doctor¿s office; no additional diagnosis or treatment details were provided.